Event description:
It was reported that the patient underwent a posterior fusion surgery for scheuerman's kyphosis t5-t10. Routine x-rays at a post-op visit showed that the screws had come loose from the rod, and that the rod had come out of the bottom post on the left side. There were no reported patient complications. The patient underwent a revision surgery to replace the loosened screws.

Manufacturer narrative:
(B) (4). A review of the device history records for this device was not possible without additional device information. Evaluation of the returned product found marks on the bottom of the screw head, and on the connector edges, suggesting that the connector may have been "bottomed out" on the base of the screw head during tightening. This could have prevented full tightening of the connector and rod, potentially contributing to post-operative loosening of the connector, bone screw post and set screw.